Event description:
While trying to dose a blood glucose test strip, the device generated recurrent errors. Pt noted that, because she could not obtain a blood glucose result, she took her insulin "as normal." Pt stated that a relative found her unconscious, sometime thereafter. Pt attributed loss of consciousness to low blood glucose. According to pt, no medical intervention was performed. Pt's current condition: fine. No additional details pertaining to the event were provided. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.